Manufacturer narrative:
Additional information provided in a.2., a.3., b.3., b.6., b.7., d.10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was not returned for analysis. The reporter stated the clinical reason for explant as: "poor nerve adaptation. Replaced with advance technology intraocular lens (atiol)." The root cause for the reported complaint appears to be a coincidental event that was unrelated to the product as user facility reported that according to the surgeon, the intraocular lens (iol) did not cause the event. The reporter stated the clinical reason for explant as: "poor nerve adaptation". Based on this information, the device did not cause/contribute to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following the intraocular lens (iol) implant procedure, the patient experienced blurry vision. The iol has been explanted in a secondary procedure. Clinical reason for explant mentioned as poor nerve adaptation.